Event description:
It was reported that the patient experienced peritonitis, manifested by cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. The treatment for the peritonitis included cefazolin (intraperitoneally (ip), 1g per day) and ceftazidime (ip, 1g per day) according to a 3-week cycle regimen. The patient was recovering from the reported event. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.